Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported, the pt had the device replaced, and while on the default settings the impedance readings were >4000 ohms on all of the bipolar pairs. The device was wiped and re-inserted, and retesting showed that the impedence was still >4000 ohms. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.